Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 250 mm in length thoracic aortic dissection. It was reported that the patient had symptomatic chest pain. It was reported that the patient had an unknown endoleak. The patient was treated with another valiant stent graft and the endoleak has resolved. Per the physician's statement the cause was unknown and the type of endoleak was undetermined. No additional clinical sequelae were reported and the patient is fine.